Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 600 mg/dl with ketones a healthcare provider deemed life threatening on approximately june 2024. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged however, the specific discharge date was not provided, with the issue resolved and no permanent damage.